Manufacturer narrative:
Per the instructions for use (IFU): the heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from a user facility medwatch that this patient presented to the hospital 15 months following pump implantation with gastrointestinal (gi) bleeding. Of note, the patient was on octreotide therapy and had not been on aspirin since previous gi bleed event. The patient's local oncologist contacted medical team regarding concern for duodenal cancer recurrence based on local, routine positron emission tomography (pet) scan. Extensive gi workup was conducted and a duodenal mass was identified in the area of the prior surgical line. Biopsy confirmed adenocarcinoma. Heparin bridge to coumadin was resumed post bleed. No further information was provided.

Manufacturer narrative:
Additional information received indicated that the patient was admitted on (B)(6) 2016. No further information is available. Due to the use of anticoagulants, patients with an lvad placement are at higher risk for bleeding events such as gastrointestinal bleeding. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gi bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history and related comorbidities. In this case, the patient has a pre-implant history of duodenal cancer. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.